Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis could not confirm/replicate the customer reported failure. This upd board was returned for failure analysis for error code 31221 (high side switch error) and also for error code 1152 (severe over-voltage or under-voltage fault). The reported problem could not be replicated on the test system, but the error codes were confirmed via error logs. The board was installed on the test system and it came up with no errors and all the gantry and cart drive motors were driven through their full range of motion with no error and no issues. The 1152 error code is pointing to the 12v being monitored channels 26 and 27 of the upd board but these are reading 12.00v and holding steady. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted hemicolectomy (left) surgical procedure, the system was reflecting non-recoverable 31221 and 1152 faults pointing to under voltage produced from the universal power distributor (upd). The site restarted the system and it powered up without issues and continued with the case. The site called back shortly after to report the error returned. The procedure was converted to open surgery with no reported injury. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse replaced the upd due to the 31221 and 1152 errors. The fse was unable to duplicate the issue. The system was tested and verified as ready for use.